Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and no capture. The physical plans to do an x-ray. There were no adverse patient effects reported. Additional information from the field representative indicated there were no x-ray results. The device was reprogrammed and there were no plans for surgical intervention.

Manufacturer narrative:
All available information indicates the lead remains in service. This report will be updated if further information becomes available.